Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-(B)(4).

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Upon review of a written article it was learned that a (B)(6) year old female patient with marfan syndrome had experienced a type a aortic dissection at age (B)(6) and had an emergent bio-bentall procedure with a 27mm edwards surgical valve of unknown model as well as a composite graft with a no. 34 dacron aortic graft. After an implant duration of four (4) years, the patient developed acute severe mitral regurgitation due to torn chordae tendinae. The patient then underwent a mitral valve replacement procedure with a bioprosthetic valve of unknown size and model. 10 years after the aortic valve implanted via bio-bentall the patient developed congestive heart failure. Physical examination and transthoracic echocardiography (tte) were consistent with severe aortic stenosis. Transesophageal echo (tee) demonstrated a chronic dissection flap involving the ascending aorta beginning just distal to the previous dacron graft, with extension into the right brachiocephalic, right common carotid, and right subclavian arteries, with minimal extension at the origin of the left common carotid artery. The patient underwent a tavr procedure with a 26mm edwards transcatheter valve.